Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that label states latex free yet it is stated that there is small amount of latex in packaging with a bd vacutainer¿ push button blood collection set. The following information was provided by the initial reporter: I have reviewed the sop10-f10 on the questionnaire bd have stated that 367338 contains only small amount of natural rubber latex in the packaging, my colleague reviewed stock we have and the labelling states latex free? Can you clarify if this item is latex and if so why isnt it mentioned on your labelling and packaging?

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 0269058, d.4. Medical device expiration date: 9/30/2022, h.4. Device manufacture date: 9/25/2020. H.6. Investigation: bd received 2 photographs from the customer in support of this complaint showing the no latex labelling on the packaging. Retention samples were visually inspected, and the same labelling were found on the blister packaging. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the photographs provided. Although this complaint is confirmed it should be noted that it is only the label adhesive on the secondary packaging which contains small traces of latex, the primary packaging (blister package) and the individual push button blood collection device are latex free. Bd was unable to determine a rot cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications.

Event description:
It was reported that label states latex free yet it is stated that there is small amount of latex in packaging with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: I have reviewed the sop10-f10 on the questionnaire bd have stated that 367338 contains only small amount of natural rubber latex in the packaging, my colleague reviewed stock we have and the labelling states latex free? Can you clarify if this item is latex and if so why isn¿t it mentioned on your labelling and packaging?